Event description:
The test strips gave low results. Rptr believes the matter can be extremely life-threatening. Rptr has informed the MFR but states they have shown little interest. Rptr would like the product to be recalled.